Event description:
Pt for septoplasty, bilateral submucous resection of turbinates, repair of vestibular stenosis. Prior to surgery both tips of the iris scissors were intact when the scrub tech checked them at the beginning of the case. After using the scissors multiple times, the surgeon picked them up to use again and noticed that on one arm the tip was missing. An x-ray was taken to confirm whether the tip was retained. Radiologist confirmed x-ray was negative for any retained piece of scissor.